Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as a caretaker change. On an unspecified date, the patient was treated with xone injection (1g, start dose, each bag 250mg) and amikacin injection (70mg, start dose) for the event. Patient hospitalization, patient outcome, patient retraining on the proper aseptic technique and action taken with pd therapy were not reported. No additional information is available.